Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump was going into threshold suspend the night prior from the customer calling. The senor reading was 55 mg/dl and inappropriately triggering the feature as his blood glucose was 107 mg/dl. Troubleshooting was performed. The customer is returning the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed the test also, found the insertion needle separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.